Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency department after receiving shocks. It was determined that the patient's ventricular rate exceeded the svt upper limit. The device then proceeded to shock the patient twice inappropriately. The svt upper limit was increased.